Manufacturer narrative:
The insulin pump was received with no button response on the up arrow button due to corroded keypad traces noted. Failure analysis was unable to perform displacement test due to unresponsive keypad. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported the customer had cracks on the insulin pump's casing. The customer's blood glucose was unknown. The insulin pump will be returned for analysis.